Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced elevated blood glucose (bg) of 600 mg/dl which was addressed with a manual injection. Reportedly, the customer did not perform fill cannula step during the loading sequence causing the elevated bg.